Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1000 experienced rebooting and cycling issues. The customer stated that the ventilator failed to cycle. At this time, it is unknown if there was any patient involvement associated with the reported event.